Manufacturer narrative:
Per a good faith effort (gfe) response received, the unit has reached its end of life (eol). No repair was performed by philips. The investigation concludes that no further action is required at this time. If additional information becomes available at a later date, a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v200 ventilator indicating that the unit would not turn on. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The reported issue was confirmed via visual inspection. There was no error code found. No diagnostics were performed due to the customer rejecting to provide more information. The investigation is ongoing.